Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer added that the motors are noisy and not working properly, the brakes kits are no longer holding securely and the hubs are no longer holding securely and all of the parts need replaced for proper operation of the chair.